Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 03oct2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse reported that reseating the mmi (multi media interface) cable and cleaning the touchscreen resolved the problem. The ventilator successfully passed functionality testing after service was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/31/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.